Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the field experienced telemetry issues involving this subcutaneous implantable cardioverter defibrillator (s-ICD) which led to counters not being cleared properly. Data analysis sent for review confirmed the 'clear counters' command was attempted several times however it was not properly received by the device due to signs of poor telemetry. There was no damage in the device and the counter data has since been cleared. The s-ICD remains in service and there were no adverse patient effects reported.